Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed. Concomitant products:one used 6079e, lot unknown, one used 150ml b. Braun bag, lot unknown, exp. Date unknown, smoflipid 3g/kg.

Event description:
It was reported that at 04:30am the device alarmed for air in line, the staff rn noted that the smof lipid bag was emptied empty. The customer stated: ¿it did not deliver the correct number of drugs that were put in, to the patient.¿ there was no additional event details or indication of patient harm or consequences at this time.

Manufacturer narrative:
The customer¿s report that the device did not deliver the correct drug amount could not be confirmed or replicated during this investigation. A review of the pcu event log for the programming details on the reported event dates and times of (B)(6)2021 7:00pm through (B)(6)2021 4:30am shows at 11:18pm on (B)(4)2021 that an infusion was programmed for drugid 209 (smoflipid 20%) at a rate of 1.9 ml/h and vtbi of 47.3ml (calculated infusion of 24.9 hours) which was eventually started after a patient side occlusion occurred. The primary volume infused (pvi) was noted as 0ml. The next day on (B)(6)2021 at 4:09am, the pump module door was opened and closed. The pvi was noted as 9.131ml. At 4:20am, a delay option was set for 60 minutes. As expected, the infusion started after 60 minutes. At 6:39am, the pump module door was opened before the device was removed a minute later. The pvi was noted as 9.132ml. There were no further infusions noted from the pump module. The inspection and testing process performed on both the pump module and primary administration set found no existing malfunctions that could contribute to the reported issue. Concentricity analysis of the primary administration set¿s silicone pumping segment found that it was dimensionally within specifications. The device was being used for treatment. Note: the pumping mechanism was disassembled during the internal inspection. Mechanism assemblies cannot be reassembled since manufacturing performs several tests not available to dchu, repair center, or the customer. Manufacturing tests involve an occluder spring test, an x-ray spring inspection, and install of new one-time use torque screws with applied tamper seal material. The repair center will replace the bezel assembly before returning to the customer. The root cause of the customer¿s report that the device did not deliver the correct drug amount could not be identified in this investigation. Sample inspection: the inspection process performed on pump module s/n (B)(6) found it to be in good condition. The right (male) iui was observed with corrosion. Log analysis results: a review of the pcu event log for the programming details on the reported event dates and times of 15apr2021 7pm through 16apr2021 4:30am shows at 11:18pm on 15apr2021 that an infusion was programmed for guardrails IV fluids drugid 209 (smoflipid 20%) at a rate of 1.9 ml/h and vtbi of 47.3ml (calculated infusion of 24.9 hours) which was eventually started after a patient side occlusion alarm occurred. The pvi was noted as 0ml. The next day, 16apr2021, at 4:09am, the pump module door was opened and closed. The pvi was noted as 9.131ml. At 4:20am, a delay option was set for 60 minutes. One hour later, as expected, an audiovisual callback alert occurred. At 6:39am, the pump module door was opened, an audiovisual callback alert occurred, and there was an alarm for check IV set. The pvi was noted as 9.132ml. One minute later, the pump module was removed. There were no further infusions noted from the pump module. Test results: timed rate accuracy test was performed on the pump module s/n (B)(6). The device was found to be delivering fluid within specification. Sear functionality testing was performed using both the received pump module and primary administration set. The results indicate the sear was able to engage the safety clamp when the door was opened on all six of the six (6) test trials. Concentricity analysis of the primary administration set¿s silicone pumping segment found that it was dimensionally within specifications. Test methods: 1503-001-006-r (timed rate accuracy) 1503-001-029-r (alaris system over infusion test method) device history review: a review of the pump module device history record showed the device had a manufacture date of 29jan2018. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for s/n 15127808 was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history for s/n (B)(6) was performed in trackwise which did not confirm similar complaints with the same or related failure mode.

Event description:
It was reported that at 04:30am the device alarmed for air in line, the staff rn noted that the smof lipid bag was emptied empty. The customer stated: ¿it did not deliver the correct number of drugs that were put in, to the patient.¿ there was no additional event details or indication of patient harm or consequences at this time.